Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: (B)(4), model: sc-8216-70. Serial: (B)(4), batch: 16658925.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg and paddle lead were discarded.